Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap; however, damage to the pump housing reportedly still caused the customer to have difficulty loading a new cartridge. There was no adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.